Event description:
The customer reported that the clear insulation came off the instrument. Nothing fell into the pt cavity and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.